Event description:
It was reported that the catheter had been inserted uneventfully for obstetric use. During removal of the catheter it separated, and a portion remained indwelling. There are no plans to remove the indwelling piece of catheter. There were no complications reported.